Manufacturer narrative:
The ventilator was investigated on site by our service field engineer (sfe). According to sfe the ventilator was generated technical error indicating a loudspeaker error. A loudspeaker error will not affect ventilation. The problem was solved by replacing the loudspeaker.

Event description:
Manufacturer's ref (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).